Event description:
The customer reported that 10 mls of clear fluid leaked from the coulter act diff 2 analyzer from the bottom of the instrument after running startup and low controls. When running the normal he got all flags and no results (non-numerical values). There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) observed worn tubing popped off of fitting at pinch valve (lv15). He replaced tubing to resolve issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. Bec identifier for this report is (B)(4).